Event description:
It was reported to ventec that a patient desaturated while on the vocsn device. The reporter advised that no further information about the patient or the event was available.

Manufacturer narrative:
Ventec evaluated the device but was unable to duplicate or confirm any issues with oxygen delivery that may have contributed to the patient's alleged desaturation. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.